Event description:
It was reported that catheter issue occurred. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During post implant imaging, the guidewire on which the catheter was mounted began to curl inside the vessel. Upon removal, the guidewire fully curled at the distal end near the device. The procedure was terminated. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on the aware date and the event date was unknown. The device was returned for analysis. Visual inspection revealed no issues and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port was torn. Media provided by the customer only showed the guidewire and not the opticross catheter.

Event description:
It was reported that catheter issue occurred. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During post implant imaging, the guidewire on which the catheter was mounted began to curl inside the vessel. Upon removal, the guidewire fully curled at the distal end near the device. The procedure was terminated. There were no patient complications.